Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. In (B)(6) 2009, the patient underwent the index procedure and had two lesions treated. The first lesion was located in the proximal left anterior descending coronary artery (lad). Angiography revealed the distal portion of the lad to be totally occluded with the proximal lad having diffuse disease with narrowing up to 30%. Just before the diagonals there is a short 90% stenosed and eccentric lesion. It was treated with predilation using a 3.0x12mm apex balloon loaded over a 0.014 luge guide wire. Following predilation, stenosis was reduced to 20%. A 2.75x16mm taxus liberte stent was advanced and deployed successfully resulting in less than 10% residual stenosis. Second, a 90% stenosed and 15mm long lesion located in the distal left circumflex coronary artery (lcx) with a reference vessel diameter of 2.25mm was treated with predilation using a 2.5x15mm apex balloon loaded over a 0.014 luge guide wire resulting in 30% residual stenosis. A 2.25x20mm study stent was then deployed resulting in 9% residual stenosis and the procedure was closed. The patient was discharged in stable condition 1 day later on aspirin and clopidogrel. On (B)(6), 2010, the patient experienced a myocardial infarction and expired. Per the death certificate, the patient expired at a hotel and the cause of death is listed as arterioschlerotic cardiovascular disease.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, patient death occurred. In (B)(6) 2009, the patient underwent the index procedure and had two lesions treated. The first lesion was located in the proximal left anterior descending coronary artery (lad). Angiography revealed the distal portion of the lad to be totally occluded with the proximal lad having diffuse disease with narrowing up to 30%. Just before the diagonals there is a short 90% stenosed and eccentric lesion. It was treated with predilation using a 3.0x12mm apex balloon loaded over a 0.014 luge guide wire. Following predilation, stenosis was reduced to 20%. A 2.75x16mm taxus liberte stent was advanced and deployed successfully resulting in less than 10% residual stenosis. Second, a 90% stenosed and 15mm long lesion located in the distal left circumflex coronary artery (lcx) with a reference vessel diameter of 2.25mm was treated with predilation using a 2.5x15mm apex balloon loaded over a 0.014 luge guide wire resulting in 30% residual stenosis. A 2.25x20mm study stent was then deployed resulting in 9% residual stenosis and the procedure was closed. The patient was discharged in stable condition 1 day later on aspirin and clopidogrel. On (B)(6) 2010, the patient experienced a myocardial infarction and expired. Per the death certificate, the patient expired at a hotel and the cause of death is listed as arterioschlerotic cardiovascular disease.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)